Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the basal, bolus, and fixed prime procedures. Customer's blood glucose reading at the time of the incident was 536 mg/dl. Troubleshooting was done and the customer reported that insulin exited the pump with a manual prime. Customer was advised that the no delivery alarm was caused by an infusion set or reservoir occlusion. Customer reported that insulin exited the pump with a manual prime. Product is not being returned or replaced.